Event description:
During deployment of this stent in a therapeutic urological procedure, one of the coils broke off. The procedure was completed successfully with another stent with no pt complications.